Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that per attorney (B)(6), patient was hurt on mattress while admitted (B)(6) 2021 - (B)(6 )2022. Joerns was notified of this incident on (B)(6) 2025. Complaint # (B)(4) was entered into our system.